Manufacturer narrative:
The physician in this case consented to participate in the survey but did not consent to be contacted regarding the information provided and wished to remain anonymous, therefore information for facility and city cannot be provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the endeavor resolute rx coronary drug-eluting stent. Survey results from an interventional cardiologist in practice 20 years. In the past 12 months, the physician has used the endeavor resolute stent 50 times. 5 of the smallest (2.25 x 8 mm), 30 intermediate (2.25 x 12 mm to 4.00 x 34 mm) and 15 of the largest sizes (4.00 x 38 mm) of these stents were used. It was noted that the device was used other non-coronary procedures including one renal artery stenting procedure, the treatment of a spontaneous dissection and thrombosis. The following device complaints were encountered in procedures when using the endeavor resolute product over the last 12 months: deployment difficulties were encountered in one case and resulted in no impact on the procedure. Insertion difficulties were encountered in two cases and resulted in no impact on the procedure. Referencing issues were encountered in two cases with no clinical/patient impact. It was reported that the device did not perform as expected in terms of reaching the target lesion in 2 events due to it being a winding vessel with calcifications. It was reported that the device did not perform as expected in terms of dilation of the target lesion in 1 event due to the calcification present and low lesion susceptibility.